Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was capped and replaced on (B)(6) 2018 due to an unspecified issue.

Event description:
New information received notes that the atrial lead was capped according to the physician's discretion to give the patient a single chamber device. The patient was in permanent atrial fibrillation and would not use the atrial lead. There were no complaints against the atrial lead. The patient was stable after the procedure.